Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that there was leak at reservoir compartment. Customer stated that insulin pump was exposed to moisture. Customer also stated that o-ring inside the lip of the reservoir compartment was not missing and not cracked. Customer stated that insulin pump passed self test. No harm requiring medical intervention was reported. The device will be returned for analysis.